Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d10, g4, g7, h2, h3, h4, h6, h10. Unique device identifier (UDI)- (B)(4). Device record history (DHR)- there is no indication that the production process may have contributed to this complaint. Failure analysis- the valve was visually inspected, needle holes in the needle chamber were noted. The valve passed the test for programming, flushing, siphon guard, reflux and pressure. The valve was leak tested and only leaked from the needle holes in the needle chamber. No root cause could be determined as the technician could not confirm the problem reported by the customer at the time of investigation. The possible root cause for the problem reported by the customer could be due to biological debris and protein build up, no occlusion was noted during the investigation.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted. Between (B)(6) 2019 and (B)(6) 2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from (B)(6). Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA (B)(4) have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period (B)(6) 2019 through (B)(6) 2020. Integra lifesciences contacted (B)(6), director of regulatory programs, office of product evaluation and quality and (B)(6), assistant director, MDR team, office of product evaluation and quality on (B)(6) 2020 to report these issues regarding MDR reports.

Event description:
1 of 2 reports. Other mfg report number: a physician reported no flow from a certas valve: the valve was implanted via v-p shunt on an unknown date with unknown setting. However, it was found that flow could not be confirmed by contrast. Therefore, the valve was replaced with a new one.